Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses to treat and abdominal aortic aneurysm and bilateral iliac aneurysms. The distal iliac anatomy was reported to be extremely tortuous. The diameter of the external iliac arteries measured approximately 10mm bilaterally. Some calcification was also noted, but not significant. Six days later, a reintervention occurred to place bare metal stents (MFR unk) to resolve pinched grafts in both the right external iliac artery and the left external iliac artery, reportedly due to the vessel anatomy. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Bilateral distal device compression due to poor vessel anatomy resolved with bilateral placement of bare metal stents.